Manufacturer narrative:
The device was returned to olympus and the evaluation found probe tip was damaged with kinks were found. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has unit displayed very dim ultrasound image due to bubbles near probe tip. The most probable cause was component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damaged probe tip and kinks were found. There was no patient involvement.